Event description:
Additional information received reported that there was increased cervical pain and the severity was mild.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient stated that the device was not working and felt that the leads had dislodged. It was noted that the patient¿s leads had dislodged several other times, and the patient and her doctor decided to explant the device system. It was reported that diagnostic methods included an x-ray on (B)(6) 2012 and the results showed that the leads moved. Etiology was related to the device or therapy, and not related to the implant procedure. It was noted that signs and symptoms included the device not functioning. It was reported that the system was explanted and the event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 389156, lot# j0454404v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead; product ID 389045, lot# j0313975v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: lead; product ID 389156, lot# j0454404v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead; product ID 389045, lot# j0313975v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 389045, lot# j0313975v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: lead; product ID 389045, lot# j0313975v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: lead. (B)(4).